Manufacturer narrative:
"Investigation summary: a device history record review was performed for provided lot number 8250861. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, five physical samples were received for evaluation by our quality team. Four of the samples were in a plastic bag with a note saying "good product" and another plastic bag has one sample with a note saying " product complaint, product with problem". A visual inspection was performed to all five samples and no defects or imperfections were observed to the four sample identified as "good product". Inspection of the remaining sample was completed and the sample contains no filter needle. In addition to the physical samples, three photos were provided. One photo shows the defective sample received and the other two photos show a shelf box. The cause for this defect could have resulted during the line assembly, where the needle was not assembled to the plastic shield and went undetected in the next process. (B)(4).

Event description:
It was reported that a needle filter blunt fill 18x1-1/2 was damaged/defective before use. The following was reported by the initial reporter: "it was reported that one fill needle was mssing the filter. Verbatim: the lab tech in the pharmacy open the box of bd blunt fill needle with filter and saw that one fill needle was missing the filter. She remove it from the box and put it aside. She did not use it."